Event description:
It was reported that the patient underwent spinal surgery. While the surgeon was impacting the peek cage, it was broken after about the third or fourth tap. The implant was removed. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Manufacturer narrative:
(B)(4): visual observation confirms the implant is broken into multiple pieces and plastically deformed/bent. Inserter interface slot is damaged and plastically deformed on one side. Microscopic examination identified rays emanating from the root of the implant thread teeth, consistent with bend stress overload.